Manufacturer narrative:
No lot number was reported, so an investigation into the DHR could not be conducted. Unfortunately, no product sample was available for evaluation. Based on the customer's own account, the product was used once then placed in a freezer for reuse. This product is intended for single use and the label copy information, which in this case is printed on the product itself, clearly states "single use only."

Event description:
The cold pack had been used before and placed in the freezer. User then applied pack to knee for about a half hour. Skin turned very red and agitated, then blistered. The on-site (on-set) medic (erica) began to treat it like a burn. Them a dr. Agreed that it appeared to be first & second degree burn so treatment with sterile dressing continued. They fear scarring will likely occur, which is especially unfortunate due to the injured person's high public profile.